Manufacturer narrative:
Correction: additional information: plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical technician (biomed) replaced the actuator board to resolve the issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The patient¿s ultrafiltration (uf) goal was set to remove 4 kilograms (kg), but the hd machine removed 0.9 kg. The uf rate was 1070 milliliters (ml) per hour. The treatment time was not adjusted at any point during treatment. The machine was removed from service following the event for further evaluation by the on-site biomed. The biomed replaced the actuator board which resolved the issue. The unit was returned to service at the user facility.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: although there is a temporal relationship with the fresenius 2008k2 hd machine and the event of lower than expected uf removal, the possibility of causality cannot be determined on the basis of the information available and the non-compliance of the patient, who had reportedly been eating during hd treatment. Additionally, the machine had intermittent uf pump alarms during the treatment. There is no report or indication of a serious injury, patient death as a result of the less than expected uf removed during hd treatment.

Event description:
A biomedical technician (biomed) at a user facility reported that the fresenius 2008k2 hemodialysis (hd) machine had intermittent ultrafiltration (uf) pump alarms that occurred during the patient's hd treatment and the patient experienced uf goal less than expected. Follow-up information with the nurse revealed that the patient¿s uf goal was set to 4 kilograms (kg), but the hd machine removed 0.9 kg. The patient was able to complete the hd therapy on this machine without issue. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient required additional hd treatment the following day to remove the remaining fluid. Follow-up information with the clinic manager revealed that the uf was not turned off during treatment. The patient ate a sandwich and was non-compliant for eating during hd treatment, although the patient was previously educated regarding therapy procedure. The patient continues to dialyze without further issue. The machine was removed from service following the event for further evaluation by the on-site biomed. The biomed replaced the function board which resolved the issue. The biomed stated that the unit is ready to be returned to service but is pending clinic approval. No parts are available to be returned to the manufacturer for evaluation. No further information has been made available.